Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that device reset was observed. The device was reprogrammed and the patient condition was good.